Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2025).

Event description:
It was reported that prior to a biopsy procedure, the device self-activated. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device self-activated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number was received for evaluation. The magnum driver was shows no signs of structural defects. The device was functionally tested and passed the tests as the arming and tripping functions of the equipment are normal, the safety functions have been checked and the equipment is functioning normally without any reservations during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device self activation issue. The root cause cannot be determined as the problem could not be reproduced for the reported device self activation issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.